Event description:
On 01-apr-2025, pentax medical became aware of an event involving a model: oe-a61, lot number: 1011084 balloon within france in the emea region. During a procedure using an ultrasound bronchoscope, the balloon at the distal end ruptured. Since the ruptured balloon was visible, it was immediately removed using the endoscope. This response extended the procedure time and the patient's anesthesia time. The facility discontinued the use of balloons from the same lot and reported the event to pentax medical and ansm. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
H6 continued: health effect - clinical code: 3165 device embedded in tissue or plaque. Health effect - impact code: 4603 delay to diagnosis, 4641 unexpected medical intervention. Medical device problem code: 4008 material split, cut or torn. Component code: 419 balloon. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available. Additional information: this event was reported to the french competent authority (ansm) under report number (B)(4). The materiovigilance number assigned to this event by ansm is (B)(4). Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2025-00030_oe-a61_(B)(6) balloon ruptured and fell into body. Oe-a61_(B)(6)_balloon ruptured and fell into body.

Manufacturer narrative:
H6 continued: health effect - clinical code : 1762 cardiac arrest, 4461 respiratory arrest. Health effect - impact code : 1802 death, 4635 unexpected deterioration. Medical device problem code : 2993 adverse event without identified device or use problem component code : 4776 insufficient information. Type of investigation : 4118 type of investigation not yet determined. Investigation findings : 3233 results pending completion of investigation. Investigation conclusions : 11 conclusion not yet available. Correction information b4: date of this report g6: follow-up #: 1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: adverse event problem. Additional information d4: primary unique device identifier (UDI) h4: device manufacture date h11: evaluation summary. Evaluation summary event that occurred is the patient's health deteriorates. A DHR review was performed for the affected serial number of the product and no deviation or non-conformance was noted. Based on the investigation and gfe, the gastrointestinal bleeding had occurred before the endoscope was inserted, and it was determined that it was not due to equipment failure. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 05-jul-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 16-jul-2024. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
We would like to correct the information submitted in follow-up report 1. Follow-up report 1 was submitted in error and does not accurately reflect the facts of the event. The accurate and corrected information is now provided in this follow-up report 2. We apologize for any confusion this may have caused. H6 continued: health effect: clinical code: 3165 device embedded in tissue or plaque. Health effect: impact code: 4603 delay to diagnosis, 4641 unexpected medical intervention. Medical device problem code: 4008 material split, cut or torn. Component code: 419 balloon. Type of investigation: 4110 trend analysis, 3331 analysis of production records. Investigation findings: 193 storage problem identified. Investigation conclusions: 4307 cause traced to component failure. Correction information: b4: date of this report. G6: follow-up #: 2. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred: a defective balloon was identified. Summary of events that occurred: based on the investigation, the defective balloons were not retained by the facility, and the exact number of affected units could not be confirmed. A potential root cause of this issue is improper storage conditions, which may have caused the balloons to lose elasticity and develop cracks. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The review confirmed that the instrument was manufactured under normal conditions on 28-jun-2024, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 06-aug-2024. No additional information has been received regarding this event, and pentax medical considers this medwatch report closed.

Manufacturer narrative:
H6 continued: health effect - clinical code: 3165 device embedded in tissue or plaque. Health effect - impact code: 4603 delay to diagnosis, 4641 unexpected medical intervention. Medical device problem code: 4008 material split, cut or torn. Component code : 419 balloon. Type of investigation : 4102 testing of device from other lot/batch retained by manufacturer, 4110 trend analysis, 3331 analysis of production records. Investigation findings: 170 manufacturing process problem identified. Investigation conclusions : 23 manufacturing deficiency. Correction information: b4: date of this report - updated. G6: follow-up #: 3. H2: if follow-up, what type? - updated. H6: codes updated - type of investigation, investigation findings, investigation conclusions. H11: evaluation summary. H11: updated investigation results. H11: updated root cause information. H11: updated manufacturing process control information. H11: updated health risk assessment information. Evaluation summary: this follow-up report is being submitted because additional investigation information became available after the previous follow-up report was submitted. The reported event occurred when the balloon burst during inflation by injecting water using the endoscope's balloon-water-injection function. The detached balloon was successfully recovered from the patient. No additional patient harm was reported. As previously reported, a device history record (DHR) review was performed by the manufacturer, and no deviation, nonconformance, rework, or concession were identified. A potential root cause was previously submitted as improper storage conditions, which may have caused or contributed to the balloons losing elasticity and developing cracks. While storage conditions may affect the performance of the balloons, another possible root cause has been identified based on additional manufacturing investigations. The investigations identified the possible formation of a thin-film area during the balloon manufacturing process, specifically the rubber molding process. Based on the additional investigation, a potential root cause of this failure was identified as the formation of a thin-film area during the balloon manufacturing process, specifically the rubber molding process. Additional analysis indicated that when an air bubble becomes trapped in an area where the balloon film thickness is thin during the rubber molding process, the local wall thickness may be further reduced. As a result, the affected area may become highly susceptible to breakage during balloon inflation. Internal testing confirmed that balloon rupture does not create small fragments and that any pieces can be retrieved with biopsy forceps. Based on the health risk assessment, even if a balloon rupture were to occur inside the body, the fragments would normally be excreted naturally. Therefore, no additional safety concern requiring post-market action was identified. The risk level was assessed as insignificant, and no post-market action is required. Manufacturing process controls have been improved to reduce recurrence of this failure mode. The improvements include controlling the withdrawal speed of the mold to prevent air from being trapped on the balloon surface, stabilizing film thickness formation throughout the molding process, and reducing pinhole formation by improving uniformity and minimizing thin-film regions. Based on the health risk assessment and the available post-market information, no field corrective action was determined to be necessary. The effectiveness of the implemented manufacturing process controls will continue to be monitored through post-corrective-action trend analysis. Pentax medical has not received any further information indicating additional patient harm related to this event. This medwatch report is being updated with the additional investigation results and manufacturing process control information.